Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received inappropriate high voltage therapy due to oversensed lead noise on the right ventricular lead. The lead was reprogrammed to prevent future inappropriate therapy, and the patient was in stable condtion. The patient would continue to be monitored.

Event description:
Additional information received noted intermittent episodes of oversensing were noted on the lead via a remote transmission on (B)(6) 2019. The patient was in stable condition and would continue to be monitored.